Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. The technician filled the reservoir with water, attached temp check to hotline, plugged in line cord, and turned on power switch to perform safety and electrical testing. The issue was unable to be confirmed and there was no issue found with the device.

Event description:
Information was received indicating that the level 1 hotline low flow system had a bad pump. The issue was discovered during testing.